Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple no delivery alarms on the insulin pump and basal rates were missing. It was stated that this was a past event that was resolved with a complete set change. Troubleshooting was performed and the basal rates were reprogrammed. The alarm history was correct. Insulin exited during a fixed prime, no leaks, damage, or air bubbles were noted. The high pressure test passed around 3 units. The five unit fixed prime did not pass on new infusion sets, but worked with manual plunger push. The customer's blood glucose was 312 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.